Event description:
It was reported that during a thoracotomy procedure, the device was reloaded and fired for the third time. The pulmonary artery was transected with the device, but upon removal perfuse bleeding occurred and there was no evidence of staples. The patient required four units of blood. The patient is okay.

Manufacturer narrative:
Date sent: 12/01/2008. Information anticipated, but unavailable at this time.